Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. The intralase system used with the patient interface was checked by a field service specialist and adjustments were performed but no system failure was found. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an procedure and while laser was firing the patient interface experienced a suction loss. It was reported that surgeon had incomplete flap for the inlay procedure and was unable to insert the inlay. They also reported that the amplitude was drifting and flap was sticky and they could not insert the inlay as much as they tried. Patient is going to return in a few months to complete the procedure. Report 2 of 2.